Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal end of the left anterior descending artery extending to the mid left anterior descending artery. The physician inserted a 7f super sheath, 7f vl3.5 mach1 guiding catheter and a non-bsc guide wire. An 8mm x 3.50mm nc quantum apex balloon catheter was advanced to the lesion and ruptured during the first inflation at around 10 atmospheres. The balloon was retrieved intact and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.